Event description:
It was further reported that patient experienced pulmonary oedema. An ECG revealed q-wave mi with st segment elevation. The subject experienced ischemic symptoms. Echocardiography showed an extremely reduced lv pump function, minimum of 25%. The death was attributed to cardiogenic shock.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data. (B)(4).

Event description:
Same patient as MDR#2134265-2012-01808. (B)(4) clinical trial. It was reported post a percutaneous coronary intervention with stent implantation, myocardial infarction and death occurred. The subject presented due to stable angina (ccs classification- 3) and cardiac catheterization was recommended. The target lesion was located in the first obtuse marginal (om) and was described as 12mm long, with a vessel diameter of 3.0 mm and 95% stenosis. The lesion was treated with pre-dilatation and deployment of a promus element stent 3.0x16mm with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. A liberte bare metal stent was placed on an unknown date prior to this procedure. Post index procedure, in (B)(6) 2012, the patient was diagnosed with myocardial infarction which resulted in cardiogenic shock and was hospitalized on the same day. The patient was intervened with reanimation and medication was given. The following day, the patient died.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: 1929. Initial reporter phone: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).